Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced dysmenorrhoea ("dysmenorrhea (cramping )"), dyspareunia ("dyspareunia ( painful sexual intercourse )"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia ( heavy menstrual bleeding )"), dermatitis allergic ("allergy:rash /skin condition"), cystitis ("bladder infection"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches") and was found to have hormone level abnormal ("hormonal change") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the ectopic pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, dermatitis allergic, cystitis, bladder disorder, urinary tract disorder, vaginal discharge, alopecia, migraine, headache, hormone level abnormal and weight increased outcome was unknown and the menorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: patient received treatment for menorrhagia, rash, skin condition, bladder infection, bladder problem, urinary problem, vaginal discharge, hair loss, migraines, headaches, hormonal change, weight gain, ectopic pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received : case become incident. Previously added injury nos was replaced with dysmenorrhea and new events: dyspareunia, pelvic pain, abdominal pain, menorrhagia, rash, skin condition, bladder infection, bladder problem, urinary problem, vaginal discharge, hair loss, migraines, headaches, hormonal change, weight gain, ectopic pregnancy, device monitoring procedure not performed, device ineffective were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.